Event description:
A caller reported a cartridge alarm with their insulin pump, citing recent issues with consecutive cartridges. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Meanwhile, the customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted.